Manufacturer narrative:
Device 1 of 5. Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
This emdr is for an additional unknown quantity of affected wafers from the previous market unit having unknown lot number. The consumer, a long-time user of product, reported recurring quality issues over the past year related to off-center starter holes in the wafer. He stated that this had required replacement of two to three boxes through his local pharmacy. In the current instance, five out of ten wafers from one manufacturing unit (lot number was not available at the time) were affected. The consumer indicated that the misalignment had impacted his ability to achieve a proper seal, rendering the product unusable. No photos were available at the time of the call; however, the consumer agreed to provide photos and lot details at a later time. Replacement product was issued.